Manufacturer narrative:
(B)(4). A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported an overfill during treatment. A follow up call was made to the patient's nurse who reported that the patient did experience an overfill. The patient was advised to use a different strength solution to remove the extra fluid. Drain 0= 460ml fill 1= 2306ml drain 1= 1649ml fill 2= 2305ml drain 2= 2004ml fill 3= 2305ml drain 3= 4348ml fill 4= 2305ml drain 4= 2214ml fill 5= 507ml the reported drain volume of 4348 is 189% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
The actual cycler was returned to the manufacturer and the issue is not confirmed. Exterior visual inspection of the cycler showed no signs of physical damage. The simulated treatment was performed, completed without any failures or problems. The system air leak and valve actuation tests passed. The load cell value and verification was within tolerance. The patient sensor calibration check passed. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.